Event description:
It was reported that the lead on one side showed low impedance while measuring the bipolar between the electrodes (<78ohms). Measurement against the case was 370ohms. The patient status was ok. No patient outcome was reported.